Manufacturer narrative:
The device was not returned to olympus for evaluation. The technician had instructed the customer to press esc twice on the keyboard to see if that clears the b30 error. The technician suggested making sure a cable is not plugged into the front of the subject device whenever using a 190 series scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a b30 error was displayed with the 190 series scopes. Customer stated that his issue was resolved. Customer did not share resolution information. Staff found the issue during morning set up so no patient was involved during the error.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (8) eight years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.